Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The needle popped off. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: is it possible to know the exact quantity of product with this issue (pull off suture needle)? All known information has been provided and the exact quantity is unknown. Could you please provide lot number for each of the other procedures reported? All known information has been provided and individual lot numbers within each procedure are unknown. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Event related to mw # 2210968-2022-08065. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.